Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specifications. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No post-reset ram crc alarm noted during testing. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power loss alarm noted during testing or in the insulin pump trace download. Device received with pillowing keypad overlay and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had reset ram crc alarm and unexpected power loss. Customer's blood glucose value was 140 mg/dl. The customer was assisted with troubleshooting. The customer advised to discontinue use of the insulin pump and revert to a back-up plan. Customer will be returned device for analysis.